Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose (bg) level was over 500 mg/dl; a manual injection was administered to address elevated bg. A cartridge change was performed to address the issue.